Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Report from a study (biomarin sponsored study, cerliponase alfa observational study): this case refers to an approximately 8 year-old female patient. On an unspecified date, the subject underwent implantation with an unspecified codman rickham icv device (n/a). Model, lot and serial numbers not provided. On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022 at 11:43, the subject experienced grade 3 device related infection (device related infection) and was hospitalized due to the event. On (B)(6) 2022 and (B)(6) 2022, the subject had csf culture results that were positive for propionibacterium acnes. On (B)(6) 2022, the subject had presented with fever, vomiting, and apathy. There were no other focus that could explain the fever. On an unspecified date, the subject was admitted and started on unspecified antibiotics as treatment for the event. On an unspecified date, the subject's rickham reservoir was removed as treatment for the event and the subject showed a quick clinical recovery thereafter. 72 hours after the removal of the reservoir, the subject had another csf culture collected with a lumbar puncture and unspecified antibiotics were started on (B)(6) 2022. The subject's unspecified antibiotics continued for 14 days and the subject was scheduled for a new reservoir to be inserted if the csf culture of (B)(6) 2022 remained negative. On an unspecified date, treatment with brineura was missed twice due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. According to the investigator, other etiological factors included reservoir colonization related to accessing the reservoir, not related to brineura infusion itself. The patient experienced device related infection due to reservoir colonization related to accessing the reservoir. This is a known complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the most probable root cause for "infection" could be linked to the implantation procedure ("solution used during patency test is not sterile") and/or patient's condition. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: on (B)(6) 2022, the subject underwent implantation of intracerebral ventrisculostomy (icv) (codman rickham holter). The lot number was 5427038. The catalogue number was zh00209933. The UDI number was (B)(4). The operator of the device was the investigator and the event occurred at the clinic. On (B)(6) 2022, the icv device was removed. The device was not available for return. No further information is expected. DHR update: lot: 5427038, conformed to the specifications when released to stock.

Manufacturer narrative:
Additional information received; the investigator clarified that the subject continued their unspecified antibiotics for 17 days instead of 14 days. The outcome of the event was updated from recovering/resolving to recovered/resolved on (B)(6) 2022 at 23:59. On (B)(6) 2022, the subject had a new reservoir inserted.

Event description:
N/a.